Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mmh231-eh7406, and no non-conformances were identified. Investigation summary: unopened samples of product code eh7604, lot mmh231 were received for analysis. The product code is double armed. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent renal anastomosis on (B)(6) 2019 and suture was used. The needle deswaged during an anastomosis being performed in a renal graft on healthy vessel without any arteriosclerosis. A device from same lot was used to complete the procedure. There were no adverse patient consequences reported.